Manufacturer narrative:
(B)(4). The pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify insulin pump error alarm due to critical pump error (open book).

Event description:
Information received by medtronic indicated that insulin pump received an error in the motor was detected by reading unexpected value from hall sensor. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.